Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Right tka surgery (B)(6) 2009. Patient complaints of instability. Surgeon exchanged 2x11 triathlon ps insert for a 2x16mm triathlon ps insert.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. The reported event regarding revision due to instability involving a triathlon insert was not confirmed.

Event description:
Right tka surgery (B)(6) 2009. Patient complaints of instability. Surgeon exchanged 2x11 triathlon ps insert for a 2x16mm triathlon ps insert.